Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems - cervical and thoracic. This report references the patient's cervical system. It was reported the patient was unable to establish communication between the ipg (cervical) and patient controller. The patient stated the issue occurred following an unrelated surgical procedure in late 2016. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Event description:
Follow-up information revealed the patient received effective therapy following the procedure.